Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead was performed.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a mortuary with no additional patient information. Further review of the manufacturer¿s database indicated the patient died approximately seven months after device and left ventricular lead were implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. The devices associated with this adverse outcome were returned noting the patient was deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. (B)(4). D314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 694965 implantable tachy lead, implanted: (B)(6) 2007; 419688 implantable pacing lead, implanted: (B)(6) 2012.